Event description:
It was reported that at device change-out, high impedance and capture thresholds were observed. Physician attempted to explant lead with slow force. When the lead reached the clavicle bone, ECG showed asystole and patient's bp dropped. CPR was administered. The patient's rhythm returned. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.